Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a leak associated with pd treatment. There was a pump a vs. B volume error- alarm in fill 1 of 2. The alarm occurred once. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from the pump module area. The patient was advised to notify pd nurse and to wait and use the cycler the next day and monitor closely. In a follow up, the patient verified the fluid leak event and said the cycler just sat overnight and it completely dried out. The patient used it the next day with no further issues since. The patient did not have any harm, intervention or adverse event due to the leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a leak associated with pd treatment. There was a pump a vs. B volume error- alarm in fill 1 of 2. The alarm occurred once. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from the pump module area. The patient was advised to notify pd nurse and to wait and use the cycler the next day and monitor closely. In a follow up, the patient verified the fluid leak event and said the cycler just sat overnight and it completely dried out. The patient used it the next day with no further issues since. The patient did not have any harm, intervention or adverse event due to the leak. The cycler set is not available to return.

Manufacturer narrative:
Correction: g.3. Date in initial MDR should have been 2-4-2026, not 2-1-2026.

Event description:
A peritoneal dialysis (pd) patient reported a leak associated with pd treatment. There was a pump a vs. B volume error- alarm in fill 1 of 2. The alarm occurred once. Treatment was stopped and fluid was discovered in the pump module area and on the external part of the cassette. Fluid leaked from the pump module area. The patient was advised to notify pd nurse and to wait and use the cycler the next day and monitor closely. In a follow up, the patient verified the fluid leak event and said the cycler just sat overnight and it completely dried out. The patient used it the next day with no further issues since. The patient did not have any harm, intervention or adverse event due to the leak. The cycler set is not available to return.